Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had decreased sensing measurements and high capture threshold. An attempt to reposition the lead was made and during the attempt, it was noted that the helix of the lead had failed to extend after multiple tries. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable threshold, r-wave amp variation, and helix mechanism issue. As received, a complete lead was returned with the helix partially extended clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing was normal.